Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that an isolated power elevation was noted on (B)(6) 2021 to 7.9 watts and again on (B)(6) 2021 to 8.7. There were several elevations that were not above 2 watts of baseline and also a rare pulsatility index (pi) event. There were no alarms. Lactate dehydrogenase (ldh) was elevated and urine was consistent with hemolysis. The patient had complaints of fatigue, shortness of breath, and lower extremity edema consistent with heart failure symptoms despite unloading. Eplerenone was stopped and entresto was down titrated due to mean arterial pressures (maps) in the 60s with luteinizing hormone. Eplerenone had been recently started at half dosage due to edema and increased brain natriuretic peptide. The patient's renal function and maps improved from 80-100 at home which was at times above the desired goal of 70-85. The patient was admitted with acute kid injury (aki), isolated power elevations, and a subtherapeutic international normalized ratio (inr). It was noted that the patient may have had a non-obstructive pump thrombosis. Echocardiogram showed good biventricular function and audible inflow velocity. A computed tomography angiography (cta) could not be done as the patient had elevated creatinine. Heparin was not needed due to the elevated inr. A log file analysis captured unsustained power/elevations on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2021 the patient had been experiencing hematuria for 4 days and was instructed to come to the emergency room, where ldh was drawn and was markedly high. The patient had cola colored urine and was admitted for observation. There were also low supply voltage values when connected to the power module.

Event description:
It was reported that the patient responded to a high-intensity heparin drip as the patient¿s ldh levels returned to normal, renal function improved, heart failure symptoms resolved, and lvad parameters normalized. The patient was discharged on (B)(6) 2021 with an increase in inr goal and modifications to dual antiplatelet therapy. It was reported that the power changes were presumed to be due to pump thrombosis.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of non-obstruction pump thrombosis could not be confirmed as the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no diagnostic images were submitted. A direct correlation between (B)(6) and the reported events could not be conclusively established through this evaluation. A review of the submitted log file from (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. Minor elevations in power and corresponding flow were intermittently captured. Of note, the higher power elevations were captured during pulsatility index (pi) events. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 16may2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis, hemolysis, renal failure, bleeding (perioperative or late), and local infection as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also includes information regarding how to prevent and control infection. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook, rev. C, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.